Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, after several inflations on the lesion, the balloon ruptured. The device was removed and rotablation was performed. The procedure was completed with a different device. There were no patient complications nor injuries reported.